Manufacturer narrative:
(B)(4). Concomitant medical products: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard. Offset reduced neck length, pn 00771100710, ln 61679363. Shell porous with cluster holes 50 mm, pn 00620205022, ln 61753554. Liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells, pn 00631005032, ln 61639292. Bone scr 6.5x30 self-tap, pn 00625006530, ln 61639292. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-02136-1, 0001822565-2019-02137-1, 0001822565-2019-02138-1. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient¿s legal counsel reported patient underwent right total hip arthroplasty. Subsequently, patient experienced an unspecified complication; however, no revision has been reported at this time. No further information is available.